Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was selected for a percutaneous transhepatic cholangio-drainage procedure. Prior to patient contact, the device was flushed and found to be leaking at the connection between the catheter and the hub. The procedure was completed with another device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device did not make patient contact.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One locked 7.0fr mac-loc catheter was returned for evaluation in used condition. No biological matter or surface damage was present on the device. One stiffener was also returned in the original packaging. A leak test was conducted and was able to confirm the presence of a leak at the end of the connector cap where it attaches to the hub. Tug and twist testing revealed that the proximal assembly was secure, and that the catheter flare was unable to rotate freely within the cap. Upon removal of the connector cap, the suture string was found unattached to the hub and not wound within the threads. The catheter flare appeared normal with a slight lip on the side, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specification covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record revealed three nonconformances for lot 8862846, in which five devices were scrapped for incorrect curvature, four devices were scrapped for sideport issues and two devices were scrapped for foreign matter. In catheter subassembly lot sa8673264, one device was scrapped for catheter blockage, one device was scrapped for the tubing being too short, eleven were scrapped for foreign matter and ninety-nine were replaced for too short of a hydrophilic coating. In the second catheter subassembly lot sa8695520, twenty-seven were scrapped for foreign matter. It should be noted that there were five other complaints reported for lot 8862846. All were reported for leakage prior to patient contact by the same customer. All returned devices leaked during analysis, but none were found to be out of specifications or tolerances. The instructions for use (IFU) advise the user to inspect the device prior to use to ensure that no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.